Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after laparoscopic sleeve gastrectomy, using both reloads, staple line failure was found. It causes multiple perforation and a cavity of pus collection that drained and irrigated with fluid and antibiotic. The patient had to undergo laparoscopic oesophagojejunostomy with the install of feeding jejunostomy and started total parenteral nutrition (tpn) after assessment of severely necrotic upper part of the stomach. Patient was also admitted to ICU for close monitoring as for 48-hrs.